Event description:
The device was used during a laparascopic assisted vaginal hysterectomy. It was reported the device misfired. Diathermy was used to achieve hemostasis. There was no consequence to the patient. 8/7/96 the instrument was fired once successfully, reloaded and placed in vivo. When secured around the broad ligament an attempt was made to fire the instrument and was considered a failed attempt by the surgeon. The reload cartridge (currently situated in the instrument) was returned. Diathermy was used along the staple line as the consultant considered that excess bleeding and not oozing, was occurring at the staple line. 8/3/96 first firing was ok, the reload misfired.

Manufacturer narrative:
H6; code 400: instrument returned with broken trigger teeth and bent knife. Conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.